Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to increase the amplitude of his stimulation using his programmer. The sjm rep met with the pt and determined half of the contacts on the lead were invalid. An x-ray was performed, but there were no anomalies were noted. The pt was referred to the surgeon for further follow up.